Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue of an over infusion- lactated ringers was not determined because no products or device logs were returned.

Event description:
It was reported that there was an over infusion of IV fluids. The IV pump was programmed with lactated ringers infusion at 75cc/hr but it appeared to be infusing faster than intended. When writer paused the infusion, the ivf was still dripping. The pump module was removed and replaced with different channel. There was patient involvement but no harm. A report was received from health canada's canada vigilance program which states, "IV pump was over infusing lactated ringers. Infusion was set at 75cc/hr but it appeared to be infusing a lot faster. When writer paused infusion, ivf would still drip. No injury to the patient was caused. Unit educator informed. IV pump removed from bedside and replaced with a different one.".

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of IV fluids. The IV pump was programmed with lactated ringers infusion at 75cc/hr but it appeared to be infusing faster than intended. When writer paused the infusion, the ivf was still dripping. The pump module was removed and replaced with different channel. There was patient involvement but no harm.

Event description:
It was reported that there was an over infusion of IV fluids. The IV pump was programmed with lactated ringers infusion at 75cc/hr but it appeared to be infusing faster than intended. When writer paused the infusion, the ivf was still dripping. The pump module was removed and replaced with different channel. There was patient involvement but no harm. A report was received from health canada's canada vigilance program which states, "IV pump was over infusing lactated ringers. Infusion was set at 75cc/hr but it appeared to be infusing a lot faster. When writer paused infusion, ivf would still drip. No injury to the patient was caused. Unit educator informed. IV pump removed from bedside and replaced with a different one.".

Manufacturer narrative:
Correction: describe event or problem.